Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error c-34 occurred on the integrated electrosurgical unit (iesu). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The customer power cycled the iesu, replaced the energy cords and tried different energy settings for coagulation, but the issue was not resolved. The tse advised the customer to use another vision side cart (vsc), and the surgeon elected to swap the vision side cart (vsc) to continue with the procedure. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) erbe to resolve the customer reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigations confirmed the customer-reported complaint but could not replicate it. The issue was confirmed through a review of system logs, which recorded multiple errors, including c-34, m-11, c-30, and m-18. Visual inspection did not identify any physical conditions related to the reported error event. Functional testing was performed using the system, during which the erbe unit successfully energized and cauterized all ports and instruments without issue. However, a review of the erbe internal logs identified additional errors, including c-00, m-11, and m-31. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the customer-reported issue could not be determined, as failure analysis testing did not identify any functional issues with the erbe unit.